Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedure. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the mildly tortuous, moderately calcified, 90% stenosed, distal, circumflex coronary artery. A 3.0 x 18 mm xience prime stent was successfully deployed at 16 atmospheres. Following stent deployment, a distal edge dissection was observed. A 3.0 x 12 mm xience prime stent implant was successfully used to cover the dissection. There was no reported clinically significant delay in the procedure. No additional information was provided.